Manufacturer narrative:
Company representative evaluated the unit and replaced ECG board. Calibrated and safety tested unit to factor specifications.

Event description:
Customer reported that the v series monitor had no ECG, which may have resulted ECG monitoring. No patient injury reported.